Event description:
I purchased a nuvomed multi-purpose air massager for use on the tendonitis in my left forearm and elbow. This device offers heat with the massage. After one cycle of the device when I removed it, I had a blister from the burn it gave me on my elbow. This burn was larger than a silver dollar ~2-3 inches across.